Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen dose and con centration not reported via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. It was reported that the patient consistently had volume discrepancies during their pump refills. Per the healthcare provider, she on one occasion could only get roughly 20cc¿s into the patient¿s 40cc pump and then the next time she would have all 40cc of her drug remaining. The healthcare provider stated that the patient was asymptomatic. The patient was scheduled for a rotor and dye study on (B)(6) 2017. Per the reporter, no interventions had been taken up to this point. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. Surgical intervention did not occur and it was unknown if it was planned. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 8780, (B)(4), implanted: (B)(6)2014, product type: catheter, product ID: 8780 , (B)(4), implanted: (B)(6)2014, product type: catheter. Patient code (B)(4) is no longer applicable for this event . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 11-jan-2018 from a healthcare professional (hcp) via a company representative who reported that in (B)(6) the expected residual volume was 2.5 ml and the actual residual volume was 38. The hcp requested that the patient have a dye study, but the patient refused. At the (B)(6) refill, the expected volume was 5.1 ml and the actual volume was 23. Again, the hcp requested that the patient have a dye study, but the patient refused. At the (B)(6) refill, the expected volume was 3.7 ml and the actual volume was 40 ml. The patient then booked a dye study. At the dye study, the physician was not able to aspirate via the cap (catheter access port). It was determined that the catheter was not functioning at this point. It was recommended that the patient get a catheter replacement, but it had yet to scheduled. It was noted that the patient was not experiencing any withdrawal symptoms so that was the main reason why she was not scheduling the dye study against the doctor¿s wishes. The doctor concluded that it may have been possible that she had already experienced withdrawal when she had been admitted to the hospital for a completely separate issue not related to the pump. The patient had determined on her own that it was more of a ¿wait and see¿ situation versus what she thought would be considered a true medical emergency. No cause was ever determined for the refill difficulties. The patient was scheduled for a surgery consult in the coming weeks with the recommendation by the managing physician to have a least the catheter replaced if not the entire system based on the remaining life of the pump. No issues had been identified or reported with the pump. There was nothing noted in the logs and no alarms had been heard. No further complications have been reported as a result of this event.